Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The device had had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Condensation under the lcd screen and surface scratches on the screen and casing were also mentioned the customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).